Event description:
It was reported the ipg flipped in the pocket and was protruding. The ipg also had trouble communicating with the external devices. As a result, the physician explanted the ipg and implanted a new ipg in a new location. Surgical intervention resolved the patient's issue. A new pns lead (off-label use) to cover the lower back, part of the established pain pattern that was not receiving effective coverage from the original lead. The patient is receiving effective coverage of the entire pain pattern.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.